Manufacturer narrative:
Model number/catalog number: sc-2408-56.serial/batch number: (B)(4). Model/catalog description: avista MRI perc lead kit 56cm.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient did not undergo an explant procedure.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.